Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to a missing motor. The unit was also received with a broken off and missing end cap. The following cosmetic damage was noted: minor scratches on the lcd window, cracked case at a display window corner, broken belt clip slot, and a cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the case was broken near the battery, and that a battery thread is also broken. No further details were given. The insulin pump was returned for analysis and a replacement device was shipped to the customer.